Event description:
Procedure: cesarean section. According to the reporter: the device was used to close the incision. At the 2nd stitch, the needle was broken when it was removed from the fascia. The surgeon did not notice that and the broken tip fell into the cavity. The fallen tip was detected by x-ray and was retrieved from the cavity. No bleeding. No tissue damage. No pt harm. Operating room time was extended by more than 30 minutes. Pt is female, age and weight: unk.

Manufacturer narrative:
(B)(4).